Event description:
It was reported that an unknown amount of spectrum iq pumps were not strong enough to push medications through extension tubing, had medications leaking out of access port on line if most distal clamp was clamped and would not trigger an occlusion, and were also registering medications being delivered, but no medication actually moving through the line during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.